Manufacturer narrative:
Unable to performed self-test. Unit received with high sleep current measurement due to moisture damage on electronics assembly. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Detailed trace analysis did confirm failed battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did drop below 3.5v for consecutive 240 minutes. No unexpected, failed battery alarms on 08/06/2024 11:30:27:000 pm and power loss alarm 09/04/2024 17:14:00:000 pm due to moisture damage on electronics assembly. The unit p-cap / test reservoir locks in place properly. Unit received with cracked keypad overlay at select button, fading serial number label, cracked battery tube threads and cracked case near belt clip rails. Unit was confirmed for failed battery alarm and pump loss alarm anomalies due to moisture damage. No unexpected keypad unresponsive noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and no damage was reported on the battery cap contacts or battery compartment. The customer continued to receive battery failed alarms after inserting new batteries and restarting the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1880l was requested and customer response was the device will be returned.